Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation and the issue began about 2 months ago. Patient had comfortable pain and knew severe pain. Patient wanted to check the if their implant strength was okay. Patient mentioned their 'ends' needed to sit with their legs elevated and needed to take some pain medicine because that was how bad they were getting. Agent redirected patient to their hcp to address the issue. Additional information was received from the patient stating the circumstances that lead to the issues was not charging the battery for a significant amount of time. They met with their hcp and are going to replace the implant batteries on (B)(6) 2026.